Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative on site who identified the issue was able to trace the failure to a loose connection. The service representative reconnected and tested all connections on the pump assembly. No further issues related to the error code were noted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the s3 roller pump displayed an error message during maintenance. This issue was discovered by a livanova field service representative while performing routine service. There was no patient involvement.